Event description:
Device system explanted due to infection. The device was explanted and returned to the manufacturer for analysis. Preliminary device analysis was not available at the time of this report. No additional information on patient symptoms or outcome at the time of this report.